Manufacturer narrative:
(B)(4). PMA/510(k) # k061000. The event is currently under investigation.

Event description:
During lead extraction of a rv lead, the subclavian vein was torn. The patient was put on bypass and underwent open chest surgery to repair damage to the subclavian vein and svc.

Manufacturer narrative:
(B)(4). PMA/510(k) # k061000 event evaluation: a review of complaint history and the device history record was conducted during the investigation. The device was not returned for evaluation; however, information was provided that an emergency procedure stopped the bleeding when the patient's subclavian vein was torn. The patient survived with no indication of long-term health effects. The device or event that caused the bleeding is unknown. There is no information to suggest the device malfunctioned or contained a nonconformity. There is no evidence to suggest the product was not manufactured to specification. As the complaint devices were not returned, no images were provided, and few details of the procedure were provided; therefore, we are unable to determine with certainty the root cause of the difficulty experienced. However, due to the nature of lead extraction surgery, a device can function normally and still cause a tear in a blood vessel. We will continue to monitor this device. Per the quality engineering risk assessment (qera), no further action is required.

Event description:
During lead extraction of a rv lead, the subclavian vein of the (B)(6) female patient was torn. The patient was put on bypass and underwent open chest surgery to repair damage to the subclavian vein and svc. No additional information was provided regarding patient outcome.